Event description:
It was reported that small black dots or rust marks was found on the proximal plates of the instrument. The plate has been in the washing machine several times. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The investigation has shown that indeed the returned article show some discoloration/marks on the surface. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Based on these findings we conclude that while the black spots may be related to the cleaning and maintenance of the device, it is noted that the device is several years old and therefore it can be stated that the discoloration/marks have been caused by repetitive sterilizations over the years. Please note: concerning the visible signs of corrosion it has to be pointed out that even the so-called stainless steel is only rust-resistant. The corrosion resistance is only ensured, when the products are stored at dry conditions. In addition all metallic contacts at humid or wet conditions may create electrolytic reactions resulting in contact corrosion. Rust free endurance is only possible if the material is always immediately dried and stored in a dry area. In this regard it is also noted to be aware of the general guidelines for reprocessing, care and maintenance.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.